Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that the pod had initiated an occlusion alarm while she was delivering a bolus. Her bg at the time was high (409 mg/dl). She stated that the cannula appeared to be bent, but no blood was seen. When removing the pod, she noticed that the cannula was out of the insertion site. The pod will be returned for eval.